Event description:
It was reported the patient had 2 seizures the week after starting a stage 1 trial. The health care professional stated the patient did not have a history of seizures in her medical file. The hcp was going to investigate further and was maybe going to stop the trial. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).